Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached at 101,000 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.